Event description:
It was reported that during the implant attempt, the epicardial lead was placed on the myocardium and had unacceptable thresholds. During repositioning, a separation of the electrode and attachment plate was noted. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis revealed an outer insulation issue. The distal electrode is seated outside of the suture pad, sleeve. There was blood on the electrode and the electrode tip. Visual analysis revealed that the lead was damaged at implant.